Event description:
It was reported that the pump had been emptied that morning, but she had not been using the pca dose, and the pump had not been leaking. They had been told that the pump would last for 5 days. There was a patient involvement, and no patient harm adverse event reported.

Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.